Manufacturer narrative:
The agent reported, patient was foun to be infected, an I and d was done, the glenosphere and poly liner were replaced to insure the underlying metal components were cleaned.

Event description:
Revision surgery due to infection.